Event description:
This report is based on information provided by a third party service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls¿manual indicating that the device was not charging, the charging port was broken. There was no reported patient involvement, therefore no health consequences or impact.